Event description:
Patient's pump was replaced six years ago and the patient has had good results until the end of last year. Around that time, patient noted to have increased spasticity and also fluctuation time in his spasticity. The doctor suspected a malfunction in the intrathecal baclofen system and performed a dye study at that time. Per report, the dye study revealed an intact rotor function of the pump; however, they were only able to drawback very minimally from the intrathecal catheter itself, suggesting catheter failure.